Event description:
Caller reported pump malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions to return the malfunctioning pump and acknowledged understanding of how to proceed upon receiving the replacement, which will include up-to-date software. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.